Event description:
Adverse event(s): "no patient injury" (no consequences or impact to pt). Product problem(s): "would not phaco" (no code available). A clinical engineer reported the "unit not phaco-ing". Two different handpieces were tried and phacoemulsification was not achieved. The issue was reported to have happened during the sculpt mode. There was a delay while the handpieces were switched out twice. The system was then switched out and the cases were completed. There was no pt injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. One handpiece was tested and tested weak. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no add'l related reports for this system. (B)(4).